Manufacturer narrative:
The used company cartridges were not returned for evaluation. A qualified handpiece was indicated with a non-qualified lens and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Per the instruction for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 5 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, when using the cartridge, a string-like foreign material adhered to the surface of the iol optic. The surgery was performed and completed without product replacement. When the lot of the cartridge was changed, the adhesion of the foreign material disappeared. It was suspected that coating inside the cartridge is peeling off and adhering to the iol. After follow-up observation, it was confirmed that there were no problems. Additional information has been requested, however no further information is received.